Event description:
It was reported that during an im nailing of a right femur, while surgeon was trying to remove nail, the tooth where the handle connects to the nail broke off.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals the sample was received with breakage at the tip. No other signs of distress or damage were noted. A review of the device history record did not show conditions that could have contributed to the reported event. This issue was previously evaluated and deemed valid. A design change was instituted addressing the durability of the alignment tang. Design is adequate for the instruments intended purpose. A CAPA risk assessment was completed. Based on the results of this risk assessment a CAPA will not be initiated.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4). Procedure was reported to be inter-medullary nailing of a right femur